Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported force sensor error was evidenced in the event history log (ehl), but was not reproduced during functional testing. The customer reported product problem was confirmed on the basis of the ehl findings. The product problem occurred because the dowel pin had become loose from the plunger head mount. This was causing the force sensor test error to appear intermittently. The reported product problem was ultimately attributed to a design issue. This was established as the root cause of the product problem. The plunger head mount and dowel pin were replaced.

Event description:
It was reported that the medfusion pump exhibited a force sensor failure. No patient injury or complications were reported in relation to this event.